Event description:
It is reported that the device was implanted in 2009 and revised five months later, due to dislocation. The patient has under gone three reductions previously to the revision.

Manufacturer narrative:
No product was returned for evaluation. Also, no x-rays were returned for review. The devices were in vivo for approximately 4 months. The patient's height, weight, and activity level are unk. The rehabilitation regime, both physical and pharmacological and compliance thereof is unk. Based on the available information and observations, the dislocations may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell and/or stem), extent of component stability, extent of soft tissue tension and patient behavior. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.